Manufacturer narrative:
Findings: unit received with cracked and bleeding lcd glass on the upper right hand corner of the lcd display. Unit received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner and cracked belt clip slot.

Event description:
A customer reported via phone call indicating physical damage in the form of cracks on their insulin pump. The customer stated that the insulin pump had a partial display screen. The customer's blood glucose level was 135 mg/dl at the time of the incident. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.